Event description:
Clinician reports a problem with membragel. Clinician told straumann employee that she used membragel and about one week later, the pt presented with an infection and what appeared to be pus. Root cause unk. Clinician is not blaming membragel and will follow up with pt in about a week.